Event description:
On december 11, 2007 the lay pt contacted lifescan alleging that her one touch mini lancing device had a depth adjustor issue. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The pt said the lancing device issue started on the month before. It is not clear whether the pt was able to test her blood glucose level at the time of concern. She was not tested with another device. The pt said she felt weak, drained, and sweats at an unspecified time after the issue began. The pt receive assistance/advice from a health care professional and took her usual dose of diabetes medication (glipizide and metformin). Specific info regarding the pt's diabetes treatment regimen was not provided. The cca noted no misuse of the reported product. The lancing device was replaced. The complaint is reported because the pt claimed to have a depth adjustment issue with the lfs lancing device and it is unknown whether she was able to obtain a blood glucose reading. She claimed to feel weak and sweaty after the issue began, which is suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.